Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the patient presented emergently and underwent a procedure to the bypassed 80% stenosed calcified left main artery. A procedure using a rotablator was attempted but a perforation occurred in the left main (lm) to the left anterior descending (lad) artery. The graftmaster (gm) was deployed successfully and by physician choice jailed the circumflex artery. The gm was used successfully to allow transport time of the patient to the or for additional treatment and coronary artery bypass grafting (CABG). The patient had successful bypass, however, was reported to have died post procedure on (B)(6) 2014. The cause was not provided. No additional information was provided.